Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a great result from their implanted sns device but they had lost 4.5 stone on monjaro, and they were now getting pain and shocks around their ipg. The patient did not have their controller with them today so they would be coming back on tuesday so the parameters could be changed. The patient was traveling to the caribbean on friday and they were worried about the flight and pain etc. But it worked so well for them that they didn't want it turned off. The hcp was advised there was a chance that things had moved as a result of the patient's weight loss, and an x-ray was suggested to check on the leads once the patient was back from their trip. The hcp was also advised to perform an impedance check. Additional information was received from the hcp on (B)(6) 2026. The hcp reported that they saw the patient today and the impedance was fine; program 1 so no battery stimulation. The hcp reported they sent the patient for an x-ray and would see them when they returned from their cruise. When asked if the shocking sensation was stronger when palpating at the battery site, the hcp stated it made no difference.